Event description:
It was reported that the patient experienced a shocking or jolting sensation at the battery site and radiating up towards the leads when the stimulation was on or turned up. The issue occurred approximately 6 months prior to the report. All the impedances were normal. The lead and battery were replaced on (B)(6) and the patient was receiving effective therapy after the replacement. The hospital kept the explanted products.

Manufacturer narrative:
Product ID 377760, lot# v006158, implanted: 2006 (B)(6), explanted: 2015 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 377760, lot# v006158, explanted: 2015 (B)(6); product type lead. (B)(4).